Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to a staphylococcus bacteria infection approximately one month post-implant. The patient was paced with a temporary system and treated with antibiotics until a new system could be implanted the following week. No further patient complications have been reported as a result of this event.